Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation and device history review (DHR) was performed for the subject device aiming arm locking device, part number 03.037.015, lot number 9433098. The subject device was returned with the complaint condition stating: we have received some parts for investigation, here is the statement: based to the complaint description; ¿problem with the locking mechanism.¿ upon visual inspection, the parts are in visually good condition, no damage and/or wear tear visible. The 03.037.013 / 9282724: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in january 2015. Ncrs were generated during production. The locking mechanism part got changed to another one, afterwards 100% functional test was performed, all parts passed the functional test. Reason for change: improve functionality. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The 03.037.015 / 9433098: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in april 2015. No ncrs were marked in the DHR during production. The 03.037.016 / 9407507: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in march 2015. No ncrs were marked in the DHR during production. During investigation a functional test was performed (together with sustaining engineer (B)(4)). The parts passed the functional test. The locking mechanism is in working order. Also reported problems with the blade (04.038.390s / h165017), complaint description; ¿it was difficult to bring in the spiral blade. When they changed the blade some scratches were visible on the blade. They completed the procedure fine with a new blade.¿ upon visual inspection of the complaint device it can be seen that on the shank and tip are some scratches/discoloration/damage, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in august 2015. No ncrs were marked in the DHR during production. During investigation a functional test was performed, with the responsible impactor (03.037.024 /t116418). The blade passed the functional test. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Lastly, we received some concomitant parts (03.037.012 / 9167522, 03.037.017 / 9469298, 03.037.024 / t116418, 03.037.026 / 9560701,), these parts are not involved in the locking mechanisms. Based on this no investigation will be done. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed on part # 03.037.015, lot # 9433098: 60082593 semi finished part (03.037.015) ¿ 9433098, manufacturing location: (B)(4), manufacturing date: 16-apr-2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part # 03.037.013, lot # 9282724: the semi-finished part 60082593 (03.037.015) with lot 9433098 got assembled and delivered with the article 03.037.013 with lot 9282724, all (B)(4) parts passed the function test. Manufacturing location: (B)(4), manufacturing date 22-ap-.2015. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery performed on (B)(6) 2017 there was problem with the locking mechanism of aiming arm locking device. It was difficult to bring in the spiral blade. When they changed the blade some scratches were visible on the blade. They completed the procedure fine with a new blade. There was a surgical prolongation of sixty (60) minutes reported. There was no patient harm and the surgery was completed successfully. Concomitant devices reported: insertion handle (part # 03.037.012, lot # 9167522, quantity 1), guide sleeve (part # 03.037.017, lot # 9469298, quantity 1), tfna helical-blade impactor (part # 03.037.024, lot # t116418, quantity 1), connecting screw (part # 03.037.026, lot # 9560701, quantity 1), aiming arm 125° f/static distal locking (part # 03.037.014, lot # unknown, quantity 1). This report is for one (1) aiming arm locking device. This is report 1 of 4 for (B)(4).